Event description:
According to the user facility medwatch report, a pt was admitted to (B) (6) hospital with a recent thrombosis of the right upper arm dialysis loop graft. The pt was taken to surgery for a right av graft thrombolysis, pta. Initially an attempt was made to access the graft with a 21 gauge needle. The guidewire could not be successfully introduced. The guidewire kinked within the subcutaneous tissues at the access site. Retraction of the guidewire was not possible and the 0.018 guidewire fractured. A small fragment of the catheter was left behind within the subcutaneous tissue of the pt's right upper arm. No adverse effect on the pt at this time.

Manufacturer narrative:
The fragment of the fractured catheter remains in the pt. Attempts at an intervention to remove the fragment are not known. The device was returned to the MFR. MFR eval results showed that the device performed according to specification. Likely cause of the event is user error for failing to follow instructions for use. Results: user failed to follow instructions for use.